Event description:
It was reported to philips that the mpd (mains power distribution) control board requires replacement, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.